Event description:
Pharmacy reported the total delivered display goes blank intermittently. The final bag was discarded. Additionally, the pharmacy reported the unit experiences no flow alarms on the lipid station after every 15ml is pumped. The phyarmacy was instructed by baxter clintec service to returned the unit to baxter clintec service due to the display situation. No add'l info is available.